Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a leak from a small hole in the tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due a small hole in the tubing beneath the twist clamp. The reported condition was verified. The cause of the leak was due to the hole, however the cause of the hole in the tubing could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.